Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exhibiting high pacing thresholds and a significant drop in sensing amplitude since implant. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has been received for analysis.

Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to exhibiting high pacing thresholds and a significant drop in sensing amplitude since implant. Other than the surgical procedure, no additional adverse patient effects were reported. This rv lead has been received for analysis. The "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomalies outside the bounds of normal medical use.